Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. During further investigation (fi), a visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was installed into an fi test gui assembly. The ventilator was boot into diagnostic mode. The touchscreen calibration was perform and passed. Exercising the touchscreen in diagnostics mode passed. The ventilator was booted up and delivered breaths. The touchscreen responded to all the setting changes. The touchscreen resistance was verified and all flex circuit resistance verifications passed. The customer returned touchscreen was allowed to run for approximately two (2) hours and no errors were generated.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse replaced the touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the device failed touchscreen calibration. There was no patient involvement. The event date was not specified; estimate used.